Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Specific product identifier (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown; therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that a patient underwent vitrectomy, intraocular laser photocoagulation, gas-liquid exchange surgery to flatten the retina. During surgery gas leak occurred and hence retinal hole cannot be closed completely. An appropriate amount of physiological saline and gas was filled urgently to maintain intraocular pressure in the eye and to close the surgical incision. Patient relevant details were not provided. No further information expected as customer was unable to be contacted.